Event description:
Event description boston scientific received information that during the implant procedure, this lead's helix became caught on tissue near the mitral valve and attempts to dislodge the lead were unsuccessful. The lead was surgically abandoned and replaced.